Event description:
A customer contacted beckman coulter inc., (bci) and reported that when running ckmb qc and patients samples on the unicel dxc 600i synchron access 2 clinical system the instrument generated ind/no value flags on all samples. The customer did not supply the exact number of patients' samples affected. The results were not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
No sample collection, qc or system check data was supplied to date. While troubleshooting with customer technical specialist (cts), the customer was asked to unload the in-use ckmb reagent pack to inspect it for damage. The customer stated there was no pack present in the slot indicated. Product labeling instructs customers how to load reagent packs. Reagent packs must be properly loaded to run an assay. Service was not dispatched as pack mis-loading was found to be the root cause for this event.